Event description:
A customer reported issues with their pump, specifically scratches on the back and discoloration on the top of the screen. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up, and no additional information about the event outcome was obtained; the case remains open for further investigation into the battery depletion.